Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation that was sore. Follow up indicated that the patient's husband, who is a doctor, applied tegaderm on the irritation and the irritation healed.